Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head kept falling off the handle while brushing teeth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that about one month ago, the oral-b floss action brush head kept falling off the oral-b rechargeable toothbrush, version unknown while she was brushing her teeth. She purchased the brush on (B)(6) 2015. This was not the first time she had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received follow-up phone call with consumer: the consumer performed the scratch test and the brush head passed. It was reported that the consumer would return the product. No further information was provided. None reported. No further information was provided. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
06-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 17-aug-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. The product reached end of life. No manufacturing fault identified.

Event description:
Brush head kept falling off the handle while brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that about one month ago, the oral-b floss action brush head kept falling off the oral-b rechargeable toothbrush, version unknown while she was brushing her teeth. She purchased the brush on (B)(6) 2015. This was not the first time she had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided. 04-aug-2017 received follow-up phone call with consumer: the consumer performed the scratch test and the brush head passed. It was reported that the consumer would return the product. No further information was provided.